Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported insulin leaking from the cartridge cap during a supply change, preventing proper insulin delivery. The agent guided the user through a new supply change, after which insulin delivery resumed. The user's highest blood glucose (bg) recorded was 401 mg/dl. The user's reported symptoms during the event included thirst and nausea. No outside assistance or medical intervention was required or reported at the time of call.